Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6949-65 lead implanted: 2006 (B)(6). (B)(4).

Event description:
It was reported that the patient was exercising and received an inappropriate shock after anti-tachycardia pacing successfully converted a previous rhythm. The device remains in use. No further patient complications have been reported as a result of this event.